Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated a reset occured with a battery change but did not specify type of reset. This complaint is being reported because troubleshooting could not be completed. Customer support attempted appropriate due diligence to clarify nature of complaint and the issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.